Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-00958.

Event description:
During its post-market surveillance activities on (B)(6) 2021, penumbra inc. Became aware of a journal article titled, " (B)(6). This article analyzes a total of one-hundred and forty-five thrombectomy procedures performed between (B)(6) 2018 and (B)(6) 2019 extracted from a prospectively maintained database. It was reported that the penumbra system jet 7 reperfusion catheter (jet7) was used in nine procedures to complete the first pass. It was reported that the jet7 would not track around the carotid siphon in two cases. Therefore, an alternative aspiration catheter was used to track to the clot in these two cases, respectively. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.